Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f2116502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was not feeling smooth while compressing the sealant resulting in failure. Bleeding was noticed immediately after removing the device. Therefore, manual compression was held to achieved hemostasis. There was no reported patient injury. The deployer was trained in using the mynx device. The patient did not have any relevant medical history. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. The device was removed from the package via the shuttle. There were no anomalies noted to the device prior to use. The mynx was prepped per the IFU with no difficulty noted. No resistance/friction was noted as the device was advanced through the sheath. The vessel was verified to be greater than or equal to 5mm in diameter. The angle of access was between 30 and 45 degrees. There was no tortuosity or calcification noted in the vessel or at the puncture site. No scar tissue was present at or near the puncture site. The physician was able to shuttle down completely without significant resistance. There was no excessive force needed while shuttling down. The advancer tube was engaged and visible. The sheath was retracted without force. Fingertip compression was maintained on the skin during removal of the device. The sealant was not stuck to any of the components. The device will not be returned, however, fifteen unused devices will be returned for evaluation.

Manufacturer narrative:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was not feeling smooth while compressing the sealant resulting in failure. Bleeding was noticed immediately after removing the device. Therefore, manual compression was held to achieved hemostasis. There was no reported patient injury. The deployer was trained in using the mynx device. The patient did not have any relevant medical history. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. The device was removed from the package via the shuttle. There were no anomalies noted to the device prior to use. The mynx was prepped per the IFU with no difficulty noted. No resistance/friction was noted as the device was advanced through the sheath. The vessel was verified to be greater than or equal to 5mm in diameter. The angle of access was between 30 and 45 degrees. There was no tortuosity or calcification noted in the vessel or at the puncture site. No scar tissue was present at or near the puncture site. The physician was able to shuttle down completely without significant resistance. There was no excessive force needed while shuttling down. The advancer tube was engaged and visible. The sheath was retracted without force. Fingertip compression was maintained on the skin during removal of the device. The sealant was not stuck to any of the components. The actual device used during the procedure was not returned for analysis, however fifteen unused devices from the same lot f2116502, were returned for evaluation. Per visual analysis, the devices were returned in their original sealed packages, but not in a controlled temperature condition. Three samples were randomly chosen from the returned devices for visual inspection. No anomalies or damages were observed on the samples. Per functional analysis, a simulated deployment test was performed on the 3 samples per the mynxgrip instructions for use (IFU). The advancer tube of the samples was observed properly engaged to the proximal tamp locks. The samples performed as intended per the mynxgrip IFU and are deemed to meet specifications. A product history record (phr) review of lot f2116502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. With the limited information provided an exact cause for the event could not be determined. Neither the phr review, the analysis of the unused returned devices nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.